Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer was in emergency room due to diabetic ketoacidosis and hyperglycemia. The customer's blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 at 5 am with blood glucose level of 282 mg/dl. The customer's blood glucose at the time of incident was 506 mg/dl and current blood glucose is 229 mg/dl. It was reported that the customer's blood glucose was 139 mg/dl at 7:30 am and then customer took shower and at 7:37 am blood glucose was 131 mg/dl. In the morning blood glucose was 369 mg/dl and then got bloused at 5:25 am and on (B)(6) at 5:33am it was 382 mg/dl. At 9:36 am it was 410 mg/dl and then insulin pump suspended again and again. At 10:09 am it was 414 mg/dl and at 1:32 pm it was 262 mg/dl. The customer took bolus and at 6:48pm blood glucose was 506 mg/dl. Customer got home after school and it was 428 mg/dl. It was also reported that the cannula of the infusion set was bent and tubing was detached which lead to hospitalization. Based on customer's report customer does not allege insulin pump was under delivering the insulin. It was reported that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer's high blood glucose was treated with insulin drip and injections. It was reported that customer used insulin pump system within 48 hours of reported event.